Manufacturer narrative:
This is being reported for a problem found earlier. A globus medical field service engineer was sent out to investigate the issue under wo-inr05341. The resolution was reported as them lifting up the system to check the stabilizers, and they "could not duplicate any stabilizer error". The system was reported as being fully operational. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue cannot be traced.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.